Event description:
It was reported that two devices were found to leak in the neonatal intensive care unit. On the first device, the leak was discovered when fluid was found on the bed. The second device, fluid was found in the incubator (2647898-2000-00010). The customer noted cracks on the connectors of both devices. No pt sequelae were reported. The customer noted that this incident caused an interruption in the infusion and a potential risk of hypoglycemia, but no hypoglycemia was noted for the pt on whom the device was used.